Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain, non-malignant pain and post traumatic neuralgia. It was reported that the patient's ins was 'never in the perfect spot.' It was noted that the patient spoke with a manufacture representative about this issue and they said they might need to another implant procedure because of this. Follow-up was conducted with the patient. No further complications were reported.